Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the first delivery device used displayed an error code 235-low temperature (prime). The device was attempted to be used several times, but the error persisted. A second delivery device was opened, but the same error code 235 was showed. The procedure was completed with another delivery device without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of device displays low temperature is defined in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question, as the patient was under local anesthesia, therefore, this event is no longer considered reportable per aborted procedure.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the first delivery device used displayed an error code 235-low temperature (prime). The device was attempted to be used several times, but the error persisted. A second delivery device was opened, but the same error code 235 was showed. There were no patient complications, however the case was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.